Event description:
It was reported that video surgical camera had crack on lens and was not working properly. There were no reports of patient involvement

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: chipped connector tip was found and the lens were very dirty. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that video surgical camera had crack on lens and was not working properly. There were no reports of patient involvement